Manufacturer narrative:
Upon analysis this event will be updated.

Event description:
Boston scientific received information that shortly after the implant procedure of this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead swelling around the pocket was noted. Upon opening the pocket an infection was confirmed. Both the device and lead were explanted. The device will be returned for analysis and the lead was held at the hospital. The patient remains stable.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis could not confirm the clinical observation.